Manufacturer narrative:
B3: date of event is unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, a reddish colored particle was seen inside of 245 tubes. Samples were recollected as a result. No adverse impact was reported regarding the patient or user.

Event description:
It was reported while using bd vacutainer® no additive (z) tubes, a reddish colored particle was seen inside of 245 tubes. Samples were recollected as a result. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. H3: device eval by manufacturer? Yes. D9: returned to manufacturer on: 25-apr-2025. Investigation summary: bd received 100 samples and 5 photos for investigation. Out of the 30 returned samples selected for visual inspection, 3 failed the inspection. All 5 returned photos show foreign material on or within the tubes. Additionally, 30 retained samples were visually inspected, and none of these samples failed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter: unknown based on customer sample and photo analysis. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.